Event description:
Patient experienced redness and pain post-operatively. Explanted 2 months post-op and revised to a lrti.

Manufacturer narrative:
Too high expectations, pain and redness 2 months after implantation is expected.